Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identification: (B)(6). (B)(6).

Event description:
The customer observed a false positive architect total -hcg result generated on the architect i2000sr processing module for a 32-year-old patient. (B)(6) 2022, sid: (B)(6) 29.10 miu/ml (B)(6) 2022. Repeat result of original sample = <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 42330ud02 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the architect total b-hcg assay using worldwide data. Review shows that the median patient result for lot 42330ud02 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 42330ud02. Based on our investigation, no systemic issue or deficiency with the architect total b-hcg assay for lot 42330ud02 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total -hcg result generated on the architect i2000sr processing module for a 32-year-old patient. 25nov2022 sid: (B)(6) 29.10 miu/ml 29nov2022 repeat result of original sample = <1.2 miu/ml no impact to patient management was reported.